Event description:
The sales rep reported that during the procedure the tip of the screw driver broke inside the screw head in the patient. The sales rep reported that the tip was recovered and removed from the patient with no delay or consequences. No x-rays needed or taken per the sales rep.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. In process.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observations revealed the distal portion of the hex driver is broken off. The broken piece did come with the device. The distal edge was examined under magnification, and it was found that it has multiple nicks and marks creating rough edges. The driver appears worn and the laser markings have faded indicating it was possibly heavily used. The rough distal edges on the driver are consistent with it coming in contact with other sharp metal instruments probably during sterilization or storage. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during the procedure the tip of the screw driver broke inside the screw head in the patient. The sales rep reported that the tip was recovered and removed from the patient with no delay or consequences. No x-rays needed or taken per the sales rep.